Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)) unknown endo gia sulu (lot#: unknown) sigpshell, sig power sigpshell control shell (lot#: n5a1724y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass surgery, when the gastric pouch was created and the first purple reload was used, the entire powered stapler system was utilized and the device firing sounded strange. After stapling, the refill did not retract the scalpel, and an error message appeared on the device screen instructing to press both side buttons for 10 seconds to reset. The handle was removed from the adapter and left inside the patient temporarily. The handle was reset, and the adapter was reinserted, which allowed the rod to be retracted and the refill to be released. For safety reasons, a new handle and shell were used with the same adapter, which then functioned without problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass surgery, when the gastric pouch was created and the first purple reload was used, the entire powered stapler system was utilized and the device firing sounded strange. After stapling, the refill did not retract the scalpel, and an error message appeared on the device screen instructing to press both side buttons for 10 seconds to reset. The handle was removed from the adapter and left inside the patient temporarily. The handle was reset, and the adapter was reinserted, which allowed the rod to be retracted and the refill to be released. For safety reasons, a new handle and shell were used with the same adapter, which then functioned without problems. No patient complications have been reported as a result of this event. It was then reported that there were no problems with any of the reported devices.